Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. What medications were used in the perioperative periods? Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Has any additional surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? What was the drug therapy used for the patient¿s anaphylaxis and their respective dosages? What is the users experience w/ surgicel powder and other hemostatic agents? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and absorbable hemostat was used. The absorbable hemostat was introduced to control bleeding. While still in the or the patient had an allergic reaction and went into anaphylaxis. The patient was kept overnight in the ICU and was given medication for the symptoms and release the next day. The patient was given antihistamine, steroids, and suppressors. Additional information was requested